Event description:
Per the mdrf, this system was removed due to infection. This device was replaced with another lumax 340 dr-t. There are no further adverse events reported for this pt. Also removed: lumax 340 dr-t, MDR 1028232-2008-00479. Setrox s 53, MDR 1028232-2008-00480.